Manufacturer narrative:
The manufacturer was informed that the pacemaker was implanted on ((B)(6) 2017 as initially reported). The remainder of the information and root cause analysis previously submitted remains unchanged.

Event description:
The manufacturer was informed that the pacemaker was implanted on (B)(6) 2017. The remainder of the information previously submitted is unchanged.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. This event was originally reported to the manufacturer through the persist patient registry as not device-related. However, the manufacturer requested the internal clinical review of this case, and the relationship of the device to conduction disorders was deemed to be unknown. The event was therefore reported in a conservative manner. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include pre-existing conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12 huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5.

Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as unknown if related to the device. This event is being reported in a conservative manner, as conduction disorder has been determined by medical judgment as likely related to the procedure but unknown if related to the device. Device not explanted.

Event description:
On (B)(6) 2017, a perceval xl 27 mm was implanted via full sternotomy in a patient with a bicuspid aortic annulus. On (B)(6) 2017 the patient exhibited arrhythmia and conduction disorders with bifascicular block (6 days after implant). According to clinical assessment, it is unknown whether the event was device-related; however, the event was said to be procedure-related. A permanent pacemaker was implanted on (B)(6) 2017 (12 days after implant).